Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned in segments to the manufacturer, analyzed and tested out of specification. The outer insulation had a breached depression. The defibrillation conductor was distorted, and the distal conductor had blood/body fluid (not obstructed). There was blood/body fluid on the outer tubing overlay, and the outer tubing overlay was melted and had cosmetic environmental stress cracking. The outer insulation had a white substance and cosmetic depression. There was blood in/on the helix/lobe mechanism. Apparent explant damage was present.